Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 7080501, model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a procedure the patient was experiencing burning pain in the legs. The patient was sent for observation and magnetic resonance imaging (MRI) revealed no abnormality. The patient had a lead pull.